Event description:
Information received from the field does not address the patient's clinical status but notes phantom programming. The device was found in voor mode, when it was last programmed to dddr. A software download reset the micro- processor but the device reverted to voo mode post download. Return to standard and programming were not successful. Therefore, the device was replaced.